Manufacturer narrative:
Review of the run data shows there are no abnormalities observed in the pcr curves that may indicate a system issue. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Based on the CT value obtained in the positive result, this sample contains viral material near the lod of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged generation of discrepant results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test. The alleged sample was tested on (B)(6) 2021 and generated a positive sars-cov-2 result and negative result and flu a and flu b results. The patient did not believe the positive sars-cov-2 result. The patient was put on a covid floor. No harm was indicated. Retest of the same sample and a newly collected sample generated negative results. The negative result was reported out. Review of the data provided by the customer showed the positive sars-cov-2 results had a CT value of 36.32, which is indicative of the sample at the limit of detection (lod) of the test. There are no abnormalities observed in the pcr curves that may indicate a system issue. An investigation was performed on the reagent kit lot and no product problem was identified.